Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test is performed for all products. The operator inspects all products for no leaks and segregates the defective parts and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the pilot balloon presents a cut. All manufacturing controls were found acceptable and effective to detect the reported failure mode. No corrective actions are needed at this time since the confirmed failure (pilot balloon cut) would have been detected during the inflation/ deflation test. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff had an air coming out. The customer indicated no patient involvement.